Manufacturer narrative:
510 (k) number; k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 09 jan 2019. A kink was observed 62cm from the tip of the sheath extender. Document review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1480506 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1480506. IFU review: the notes section of the instructions for use, ifu0101-0 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Root cause review: the failure of needle kinked/bent was concluded from the available information. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible cause could be attributed to off label use as the echo-19 device is intended to sample targeted submucosal lesions only but it has been confirmed that it was used for pseudocyst drain instead. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Physician did eus intervention procedure. He found the target to puncture the cyst. But a bit angled and wall was so thick. Finally, he couldn't puncture at all because of the bent sheath. He tried to puncture to use other echo-19 and did it.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Physician did eus intervention procedure. He found the target to puncture the cyst. But a bit angled and wall was so thick. Finally, he couldn't puncture at all because of the bended sheath. He tried to puncture to use other echo-19 and did it.